Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change and lead revision procedure. In previous clinic follow ups, the right ventricular lead was found with noise oversensing and the pacemaker had anomalous lack of battery longevity fluctuation. The pacemaker battery showed consistent 11 years remaining longevity and 9.6 - 10.9 years in other in clinic visits. On (B)(6) 2022, the right ventricular lead was capped and replaced along with the pacemaker. A new right ventricular lead was implanted. However, the new lead's connector had difficulty plugging into the device header. The new lead was then removed and replaced with another lead successfully. Related manufacturer reference number: 2017865-2022-06012, 2017865-2022-06013.

Manufacturer narrative:
Further information was requested but not received.